Event description:
It was reported that the left ventricular (lv) lead had loss of capture (loc.) It was also reported that the loc was due to slow lvto right ventricular (rv) conduction post-operative. The lv lead remains in use. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).